Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was traced to its sterility lot; and the complaint database indicates no other endocarditis/infection related complaint received on any devices processed under the same sterility lot. In this case, it was reported that the patient's blood cultures grew staph epidermis. The source of the infecton is unknown. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Quality assurance conducts routine laboratory testing of tissue and devices which consistently demonstrates that microorganisms are not present even before terminal sterilization. Qa also verifies the chemical concentration of each batch. Therefore, edwards¿ proprietary sterilization processing provides large safety factors from which microorganisms could not survive. There is no subsequent process handling of product, so sterility of devices in the final container is maintained. Edwards lifesciences' process is validated to provide sterility assurance for the most resistant of all microorganisms. Edwards lifesciences provides sterile tissue bioprostheses to customers with carefully designed robust sterilization processes for which the efficacy has been demonstrated consistently and which provide a significant safety factor.

Manufacturer narrative:
(B)(4). Evaluation method: the product has been discarded by hospital. Additional manufacturer narrative: the device history record review is in process.

Event description:
It was reported that a 3300tfx23 was explanted after three month implant duration due to endocarditis. It was further reported that the bioprosthetic aortic valve contained vegetation and extensive annular destruction with suspicion for root abscess. The aortic valve was heavily coated with infection that had deeply invaded the heart muscle. The patient had been in the hospital in syracuse for 12 days with staph infection. The operative report stated that the patient "had severe aortic stenosis with heavily calcified three leaflet valve...the operation was complicated by severe bleeding which required several hours to stop at the end and he had a prolonged intubation as well. He remained weak and unable to regain his strength over the next month or two and then began to have fevers which culminated in readmission in syracuse with septicemia. Blood cultures grew staph. Epidermis and echo demonstrated vegetations on the aortic valve."